Event description:
It was reported that the patient experienced stimulation in areas that did not need it and pain in left shoulder blade. The device was interrogated and it appeared the leads might have shifted slightly toward midline. The patient was reprogrammed on (B)(6) and the pulse width was narrowed. The patient outcome was reported as resolved without sequela.

Manufacturer narrative:
Product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 355531, lot # n308278, implanted: (B)(6) 2011, product type screening. (B)(4).